Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: product analysis: visual analysis reveals no obvious signs of damage. Functional analysis reveals that the screw in the big joint of the arm has become jammed in the nut. Now when an attempt is made to tighten the screw it just spins freely never tightening down to lock the arm up. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: spondylolosthesis procedure: minimally invasive lumbar decompression done bilaterally with flex arm retractor, blades and discectomy instruments it was reported that during surgery, the joint of the flex arm retractor could not get rigid for use. The surgeon had to re-tighten the retractor several times after it loosened on its own. No patient complications were reported as a result of the event.